Event description:
It was reported to boston scientific corporation that a rx needle knife xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the papilla incision was started and the device was applied to the papilla several times, the knife portion broke and separated from the device. At that time, high frequency was emitted several times. It was reported that the broken knife portion was left inside the patient and was not retrieved per the physician's decision. The procedure was completed with another rx needle knife xl with a different lot number. There were no patient complications reported as a result of this event. The reported patient outcome following the procedure was no patient injury.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment. Block h11: investigation results the returned rx needle knife xl was analyzed, and a visual and microscopic inspection found no damages to the device. Functional test was performed, and the device was actuated, and the needle was able to extend and retract as intended. Dimensional examination of the needle extension was performed, and the exposed cutting wire length was within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was not confirmed. The results of the analysis performed on the returned device did not have any visual damages, the device was submitted to a functional test and the needle was able to extend and retract as intended, the unit returned did not show evidence of the alleged problems or any defect that could have contributed to the event reported. Therefore, the most probable root cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf patient code e2008 is being used to capture the reportable event of unretrieved device fragment.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the papilla incision was started and the device was applied to the papilla several times, the knife portion broke and separated from the device. At that time, high frequency was emitted several times. It was reported that the broken knife portion was left inside the patient and was not retrieved per the physician's decision. The procedure was completed with another rx needle knife xl with a different lot number. There were no patient complications reported as a result of this event. The reported patient outcome following the procedure was no patient injury.